Event description:
Related manufacturer reference number: 3006705815-2022-18957. It was reported the patient's leads had migrated. The issue was confirmed during explant. Surgical intervention was undertaken where the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.